Manufacturer narrative:
(B)(4). Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the redo aortic valve replacement is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. A supplemental report will be submitted if any new information is received. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted for one (1) year, was explanted due to unknown reasons. The explanted device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. It has been determined that the root cause of this event was due to patient related factors. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned that this bioprosthetic aortic valve, implanted for one (1) year, was explanted due to endocarditis with a large perivalvular leak. Blood cultures were positive for staph epidermidis. The valve was found to be dehisced for approximately one-third of the circumference from the posterior aortic annulus just above the mitral valve with a perforation in the native mitral leaflet. There was evidence of the abscess that spontaneously drained in the lvot and infection over the annulus underneath the left coronary ostia. The patient underwent redo-avr and mvr. There was normal seating and function of the valves at the end of the procedure. The patient tolerated the procedure well with no complications noted. The patient was discharged in stable condition on pod #31.